Event description:
This was a case of a transendoscopic approach to the common bile duct. When trying to straighten the pigtail part of the stent to cover a wire guide (probably olympus/visiglide2 0.025inch), a kink occurred. The procedure was completed by using another zebd-7-4 (lot# unknown). Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see description of event. 2 what was the target location for the stent? The common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown (probably olympus/visiglide2 0.025inch) 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Please see description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-oct-2024.

Manufacturer narrative:
This file is related to (B)(4), this file was opened to capture the user error of using a non-recommended size wire guide (0.025) with the replacement device. Device evaluation: the device evaluation for the zebd-7-4 device of lot c2099602 was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 25 april 2024. Stent and introducer returned. Pigtail straightener returned in correct orientation. Kink observed on the 5th porthole on the pigtail curl of the tapered end. A 0.035-inch wire guide does not pass the kink. It was clarified by the customer that a 0.025 wire guide was used with both the initial and replacement stents. Manufacturing records review: prior to distribution zebd-7-4 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records of lot c2099602 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2099602. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest that the customer did not follow the instructions for use. It may be noted that a 0.025 inch wire guide was attempted to be used, however this not contribute to the issue reported, as per complaint description ¿when trying to straighten the pigtail part of the stent to cover a wire guide (probably olympus/visiglide2 0.025inch), a kink occurred." This will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked. Therefore, no additional file is required, however product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, stent kinked. Confirmed quantity of 1 device, confirmed prior to use. According to the information reported, no adverse effect on the patient has been reported. Investigation findings conclude a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.